Event description:
It was reported that a 2.5x12 xience v stent was implanted in the distal left circumflex artery 18 months ago. Proximal edge restenosis was diagnosed and a 2.5x18 xience v stent was implanted for treatment of the restenosis. During implantation of the stent, a dissection occurred at the proximal edge of the stent. A 2.75x18 xience v stent was deployed to treat the dissection. The procedure was completed successfully and there was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Guide wire: floppy ii es. Inflation: medtronic. Guide cath: 6f jl 3.5. Sheath: cordis. Stent: xience v 2.5x18, 2.75x18 xience v. The xience v 2.5x18 is being filed under a separate medwatch MFR number. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.